Event description:
It was reported that the pt underwent a repair of the "rcl" third finger and introduction of "k" wires into the left finger tip joint in 1996. In 1996 when the surgeon was removing the device, the suture broke. The pt needs a second surgery to remove the broken piece that was retained. Because of legal circumstances no surgery was performed on this pt in this facility. It is uncertain if the pt had a re-operation in another hosp.